Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the self test, displacement test, and rewind. The insulin pump alarmed during the basic occlusion test and the prime test due to moisture damage to the force sensor resistor. A grinding motor noise anomaly was noted during the rewind and displacement test due to a faulty motor. The insulin pump had a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a broken belt clip slot.

Event description:
A customer's mother reported via phone call indicating that the customer's insulin pump alarmed during manual prime. The patient's blood glucose level was 201 mg/dl. Customer's mother stated the pump also squirts out insulin at the end of the quick release when they fill the tubing. The customer did not want a replacement insulin pump sent to them. The customer did not return the product back for analysis.